Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end; the stretch resistant wire was fractured and the proximal constraint sphere was inside the distal detachment tip; the coil was detached from the pusher assembly and stuck inside the non-penumbra device. Conclusions: evaluation of the returned devices revealed that both ruby coils sr wires were fractured. This type of damage typically occurs due to improper handling during use. If the device was forcefully retracted against resistance, damage such as this may occur. The damage to the non-penumbra devices was not mentioned in the complaint and likely contributed to the coils detaching within the catheters. The damage to the second ruby coil¿s pusher assembly was likely incidental and may have occurred during packaging for return. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00422.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aortic aneurysm (aaa) sac using ruby coils. During the procedure, the physician deployed about 20-30 centimeters of the ruby coil into the aaa sac and decided to reposition the coil by pulling it back into the other manufacturer's microcatheter. While the ruby coil was being retracted, it unintentionally detached within the microcatheter. The physician then attempted to remove the microcatheter but the ruby coil did not come out with the microcatheter. Therefore, the physician cut the hub off of the microcatheter in order to expose the ruby coil, then pulled back on the base catheter and was able to pull out the microcatheter containing the ruby coil. A second ruby coil was then advanced through a new microcatheter and approximately 10 centimeters of the coil was deployed into the aaa sac before the physician decided to reposition the coil. While this second ruby coil was being retracted, it unintentionally detached within the microcatheter. The physician then attempted to pull the microcatheter out but the ruby coil did not come out with the microcatheter. Therefore, the physician pulled back on the base catheter and was able to remove the microcatheter containing the second ruby coil from the patient. The procedure was then successfully completed using other manufacturers'' catheters and coils. There was no report of an adverse effect to the patient.